Manufacturer narrative:
It was reported that the equipment did not pass the pressure transducer test during system check out (sco). The message " target pressure not reached" was displayed. Our company field service engineer visited the hospital and investigated the anesthesia system. The investigation concluded that a membrane in the patient cassette needed to be replaced. Functional tests and a system check out were successfully performed and the device was cleared for clinical use. The replaced part has not been returned for investigation and we are unable to determine why the membrane needed to be replaced and if it had been damaged in any way. The device logs have not been received and the reported issue can therefore not be confirmed. Based on the above information, it is likely that the replaced membrane contributed to the reported sco failure but the true root cause has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the system check out. There was no patient involvement. Manufacturer's ref #: (B)(4).